Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record (DHR) for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the report, it states the balloon was used to dilate the trachea. This is outside the intended use for this device which is addressed in the instructions for use as follows: "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum and colon." The indications for use listed in the IFU are as follows "these devices are accessory endoscopic devices used to treat adult patients with esophageal strictures, gastric strictures, and colonic strictures of the gastrointestinal tract. This does not include balloons used for dilation of the biliary tree or in the treatment of achalasia", it also states "do not use this device for any purpose other than stated intended use." Additional information provided also indicated that negative pressure and lubrication were not applied to the balloon prior to advancement through the endoscope. Another possible contributing factor to a leak/rupture in the balloon material is failure to apply negative pressure and lubrication to the balloon dilator prior to advancement through the endoscope. Negative pressure and lubrication will also aid in balloon preservation and optimize balloon performance. The instructions for use includes the following precautions: "prior to insertion of the balloon dilator, negative pressure is mandatory to maintain balloon deflation." And "apply a water-soluble lubricant to the balloon to allow easier passage through the accessory channel." In addition, the user is further instructed to "maintain negative pressure on the balloon dilator during introduction." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: the information provided indicated that the balloon was used to dilate the trachea. This is outside the intended use for this device. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure in the trachea, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported that the balloon ruptured [leakage]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.